Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed a "check syringe plunger sensor" error. The error was verified during self-testing and powering on the pump and the error occurred. The cause of the customer reported problem was one of the levers on the left plunger case was not moving up and down smoothly and the left plunger case was defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the left plunger case, calibrated and greased the pump, reset the pump to standard configuration, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited the plunger sensor error message. There was no reported patient involvement.